Manufacturer narrative:
The reported event of a device reset and an error message being received during device restoration was confirmed. Review of the device logs by abbott engineering indicated that the error message was received due to the rtc being set incorrectly following the reset recovery procedure. The reason for the power on reset (por) was unable to be investigated with the information available.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission alert noted that the implantable cardiac monitor (icm) was in reset mode. Restoration attempts were made with different programmers but were unsuccessful. Device re-interrogation performed noted that the icm exhibited the same error messages. The patient was in stable condition.